Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: e2, e3, g2, h4, and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power switch not working occurred due to that the power switch is damaged and internal metal part is exposed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the maintenance unit's power button was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation confirmed the allegation in b5 as well as a broken protective cover, exposed internal components, and the plastic cap was torn off. Follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.